Manufacturer narrative:
(B)(6). Device was not implanted, device was not explanted. The actual device has not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of retention samples of the potential product/lot number combination. Visual evaluation of the retention samples revealed no defects. The retention samples were subjected to catheter tube and catheter hub fitting force testing and confirmed to meet manufacturer specification. A review of the lot history record of the potential lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection, sensory and functional evaluations and all samples for the potential complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that they placed the IV catheter and the tech noticed that there was a lot of blood flow coming out of the end of the catheter. The tech capped it and was able to retrieve the entire catheter. The blood was oozing from around the part of the catheter where the polyurethane meets the blue hub (part that goes into the vein partially broke off, tech was luckily able to retrieve it so surgical intervention was not needed.) It was reported that the patient initially was being treated for diarrhea. The canine patient was reported to be stable. It was reported that a new catheter was placed in the same vein access without issue. The dog was released to owner and went home on (B)(6) 2017. Additional information was received on (B)(6) 2017. It was reported that the catheter was not completely severed. The tech stated the dog had thick skin, and catheter felt "a little catchy". Dog had "thick skin" possible due to dehydration, but she was able to place and feed in with flash, but additional blood flow was noted, so she pulled the catheter back a little, and that is when she saw the blood oozing from catheter near the hub. The tech was able to retrieve the entire catheter and saved it. They continued the intended IV meds with new IV catheter placement in same vein access and no further problems were experienced.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and to provide the completed investigation results. The actual device and thirty-five unused samples from the reported lot were returned for evaluation. Visual inspection of the actual device revealed traces of blood. The catheter tube was further inspected under higher magnification. A hole was observed on the catheter tube near the hub tip. Lot history files showed no nonconformity related to the complaint and other defects that can possibly result to the complaint was reported during production of this lot. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the returned device evaluation, it is likely that the hole on catheter tube was caused by a needle having contact with the catheter tube assembly that resulted to leakage.